Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the clinic, the patient experienced meningitis. Treatment of the meningitis is unknown. Further information is being sought from the clinic.